Manufacturer narrative:
(B)(4). (B)(6). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 20, 2016, that a wallflex¿ biliary rx fully covered stent was implanted in the patient's common bile duct during a stent placement procedure on (B)(6) 2016, as part of the (B)(6). A baseline assessment of biliary obstructive symptoms was conducted on (B)(6) 2016, and the following symptoms were reported: dark urine, fever/chills, pale stools, jaundice, nausea/vomiting, and itching. The patient's baseline karnofsky score was reported as 90, and the patient's weight was reported to be (B)(6). Baseline liver function tests were taken on (B)(6) 2016. The patient underwent computed tomography (CT), endoscopic ultrasound (eus), and eus fine needle aspiration (fna), and a stage iia - tw -n0 m0, 2.5 cm adenocarcinoma tumor was identified at the head of the pancreas. No chemotherapy or radiation are planned for this patient. On (B)(6) 2016, the patient underwent study stent placement as an outpatient procedure. A sphincterotomy was performed during this procedure, and the 10mm x 60mm wallflex biliary fully covered stent was placed in a satisfactory manner. On (B)(6) 2016, the patient presented with cholangitis. The patient was given medication (specifics unknown) and was hospitalized. The patient was discharged on (B)(6) 2016, and the event is reported to have resolved.

Manufacturer narrative:
(B)(4). Updated with the additional information received on may 16, 2016.

Event description:
It was reported to boston scientific corporation on april 20, 2016, that a wallflex¿ biliary rx fully covered stent was implanted in the patient's common bile duct during a stent placement procedure on (B)(6) 2016, as part of the e7099 abc wallflex registry clinical trial. A baseline assessment of biliary obstructive symptoms was conducted on (B)(6) 2016, and the following symptoms were reported: dark urine, fever/chills, pale stools, jaundice, nausea/vomiting, and itching. The patient's baseline karnofsky score was reported as 90, and the patient's weight was reported to be (B)(6). Baseline liver function tests were taken on (B)(6) 2016. The patient underwent computed tomography (CT), endoscopic ultrasound (eus), and eus fine needle aspiration (fna), and a stage iia - tw -n0 m0, 2.5 cm adenocarcinoma tumor was identified at the head of the pancreas. No chemotherapy or radiation are planned for this patient. On (B)(6) 2016, the patient underwent study stent placement as an outpatient procedure. A sphincterotomy was performed during this procedure, and the 10mm x 60mm wallflex biliary fully covered stent was placed in a satisfactory manner. On (B)(6) 2016, the patient presented with cholangitis. The patient was given medication (specifics unknown) and was hospitalized. The patient was discharged on (B)(6) 2016, and the event is reported to have resolved. ***additional information received on may 16, 2016*** the event of cholangitis was updated to obstructive cholangitis and was initially noted on (B)(6) 2016. The patient was hospitalized on (B)(6) 2016 and a complete distal migration of the wallflex biliary fully covered stent was noted. Reintervention was performed on (B)(6) 2016. And a non-bsc stent was implanted to replace the migrated stent. According to the physician, the migration was not due to stricture resolution. The obstructive cholangitis was considered resolved on (B)(6) 2016 and the patient was discharged from the hospital on (B)(6) 2016.